Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a device history record review could not be completed for this complaint as the lot number provided is 'unknown.' To aid in the investigation, three samples and one photo were received for evaluation by our quality team. The samples are unused and in their packaging blister. A visual inspection was performed and no defects or imperfections were observed. A water leak test was performed and each sample passed. The photo provided shows a syringe with the rubber stopper all the way down connected to another device. Based on the investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. (B)(4).

Event description:
It was reported that a syringe 30ml ll s/c 56 leaked past the stopper during use. The following was reported by the initial reporter: "it was reported that medication is leaking into area of rubber stopper. Verbatim: product (chemotherapy) is leaking into area of rubber stopper."